Manufacturer narrative:
The reporter was unable to provide the lot number for the device in question. However, walkmed infusion has observed similar failures. Walkmed infusion was unable to confirm any nonconfomances within the manufacturing process and a root cause has not been identified. However, a 100% inspection of the pressure cell's diaphragm was implemented in the manufacturing process of this product.

Event description:
During treatment, a patient observed medication was leaking from their administration set. An injury was not reported.